Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 10. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified that the screw is fractured, and too badly damaged to be accurately identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that the 3i screw fractured in implant bopt6511 and the implant had to be removed.